Event description:
It was reported that the patient is deceased. The patient had undergone generator replacement surgery approximately two weeks prior to his death. The cause of death is not known at this time. No additional or relevant information has been received to date.

Event description:
Information was received from the patient's neurologist stating the cause of the patient's death was due to recurrent pneumonia and was unrelated to vns therapy or surgery. The neurologist stated the patient had a history of bronchopneumonia and chronic respiratory failure. It was indicated the patient passed in hospice care. Also, it was noted that the vns system was not explanted and information has been received that the patient has since been buried. Also, information was received that the patient became hypoxic during the generator replacement surgery. No additional or relevant information has been received to date.